Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. The insulin pump had cracked reservoir tube lip and cracked battery tube threads noted during visual inspection.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 38 mg/dl at the time of incident. The customer's blood glucose was 101 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with candy bar. The customer stated that the insulin did exit during fixed prime. The insulin pump will be returned for analysis.